Event description:
On 2023-jun-07, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. During the call for an unrelated issue, the hcp stated event code 18 appeared on (B)(6) 2024 and they were wondering if that was tied to a motor stall on (B)(6) 2024. It was explained that this occurred because that was the first update of the pump after the motor stall (due to MRI) so that was expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.